Event description:
A doctor of optometry reports a pt with topographically-observed "central islands" (corneal irregularities) following a custom myopia with astigmatism laser procedure. This report is for the right eye, the left eye is being submitted under manufacturer number 1061857-2007-00473. Pt records indicate at 3 months post-op, bcva in the right eye was the same as pre-op, ucva had improved from 20/400 to 20/40 and the pt was experiencing halos. An enhancement was performed on the right eye. At 2 months post-enhancement, bcva was 20/20 (a 1-line decrease from pre-op and pre-enhancement) and ucva was 20/20+1. No further mention of halos. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Pts with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.

Manufacturer narrative:
The investigation, including root cause determination is in progress.